Event description:
Wife (B)(6) on home infusion therapy 24 hours per day 7 days per week (tpn). Six hours after hooking up a new IV bag of tpn solution, she noticed a leak from the inline filter of the moog curlin infusion administration set (ref 340-4128-v, lot cf1833413). She stopped the infusion pump and disconnected the infusion administration set from her central venous catheter port, upon closer investigation, the leak is coming from the faceplate of the inline filter at a site where an internal structure (a plastic rivet or strut) seems to attach both faceplates to one another). She has been using this or a similar product daily for almost 2 years and this is the first time such a leak of tpn (total parenteral nutrition) fluid has been noted. She was concerned that if fluid was leaking out from the sterile inside of the inline filter, then potentially air or contaminated fluid could get in and lead to a bloodstream infection (which is why she stopped the infusion and replaced the tpn IV bag and infusion administration set). There was no apparent damage to the filter or IV line, it appeared intact and undamaged, and had been "in use" for 6 hours (out of a 24 hour infusion cycle). Per the package, the MFR appears to be zevex inc., (B)(4). Only medical device is a moog curlin infusion which is supplied by (B)(6) for continuous infusion (at home) of total parenteral nutrition fluid. FDA safety report ID# (B)(6).